Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. It was also indicated that the patient had increased drainage at incision site and was feeling bad and running low grade fever. The incision also felt warm and was very tender. There were no additional adverse patient effects reported. The ra lead was explanted.